Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the issue was no more than their usual "i.e. No acute incident. It was noted that they had an appointment scheduled for (B)(6) 2018. The issue had not been resolved at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, (B)(4): information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was not sure that they were able to empty their bladder and was wondering if they should adjust their settings. During the call stimulation was confirmed to be turned on and set to 1.9 on program 2 and the patient was feeling stimulation in the correct area. The patient adjusted stimulation during the call and planned to follow-up with their healthcare provider (hcp) if their symptoms did not resolve. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.